Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing since the insulin did not exit the tube, reported greater than normal resistance with manual push during troubleshooting. No further information available.